Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the air dermatome was not taking skin.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). On june 13, 2018, it was reported that the dermatome was not taking skin. The customer returned an air dermatome device, serial number: (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has previously repaired/evaluated air dermatome serial number: (B)(4) two times as documented in the repair reports in livelink. The last repair was may 8, 2018 where it was reported that the device needed preventative maintenance and the motor, motor sleeve, ball bearings, o-ring, poppet housing, spring seal, e-ring, and 3 inch width plate were replaced. This is not a related issue. Product review of the air dermatome by zimmer biomet (B)(4) on july 2, 2018 revealed that the calibration was out of specifications at all settings. The motor speed was within specifications and the control bar was in the correct position. Repair of the air dermatome was performed by zimmer biomet (B)(4) on july 5, 2018 which included replacement of the motor, bearings, o-ring, seal, and reciprocating arm. Air dermatome, serial number: (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event is non-verifiable since while the device is found out of calibration, there is no testing that would indicate if the device can still cut a graft. The root cause cannot be determined since it cannot be determined since it is possible that the device can still cut a graph despite a being out of calibration. It is unknown with the information that was provided how the reported event occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.